Manufacturer narrative:
An event of a valve-in-valve intervention performed due to aortic stenosis was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. After an unknown period of time severe aortic stenosis was confirmed and a valve in valve was performed with a 23mm evolut medtronic valve. The patient was asymptomatic. The patient is reported to be recovering.

Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. After an unknown period of time severe aortic stenosis was confirmed and a valve in valve was performed. Additional information has been requested.